Event description:
It has been reported that the k-wire broke while the surgeon was using a corresponding cannulated drill. The k-wire was leveraged and broke at the proximal drill site. The product was from the integra sales representative's consignment tray. The surgeon broke the plane of the k-wire as he was drilling with the cannulated bit and snapped the k-wire. The surgeon assessed the problem and determined that it would be better for the k-wire to remain in the patient. It has been reported that the patient doing well.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.